Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for implant : sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe urinary leakage, infections, bowel problems, neuromuscular problems, vaginal discharge and pain during intercourse, physical pain, and severe pain.